Event description:
It was reported that "button on pump is getting stuck often and slower to respond". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.